Event description:
The patient was seen for a routine pump refill; she stated that she had woken up with a headache that day. The pump volumes were checked; the expected volume was 3.7 ml the actual volume was 17 ml. The patient underwent a "myelogram using ii". They were unable to aspirate fluid, so they injected 1 ml of contrast (iohexol 300) intrathecally twice; the myelogram was noted to be "good". In the recovery room, the patent collapsed and was hypotensive. The patient was given oxygen, intravenous fluids, naloxone (100 mcg), metaraminol (4ml in total), and atropine (0.3 mg incrementally). The patient was transferred to the emergency department for admission for continued monitoring and observation; the patient returned home after 2 days and recovered without sequela. It was noted that no troubleshooting with the pump was done. The patient was placed on oral medications and the pump was set to minimum rate until a follow-up review in 4 weeks. The device system was used to deliver hydromorphone and clonidine.